Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. Device manufacture date: unknown. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check due to unknown lot number. Investigation summary: customer returned (1) lose 3/10cc syringe filled with approximately 5 units of a clear liquid in the barrel. Customer states that when the pet owner drew out the needle from the vial, the needle was broken. The returned syringe was examined and exhibited a broken cannula. The broken cannula was returned in the shield. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. The shield was also examined for any possible scrapes or cuts related by cannula recapping or improper shielding, however nothing was observed. Unable to perform DHR check due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: possible root causes for a broken needle include: bending/re-straightening of the cannula by the customer.

Event description:
It was reported that during use a bd plastic pack¿ / bd lord's¿ insulin syringe with needle broke as ¿when the pet owner drew out the needle from the vial, the needle was broken.¿ there was no report of exposure, injury or medical intervention needed.